Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from patient regarding their complaint. Patient reports, clarifying the statement that "sometimes their right leg felt like it was going to fall off" by just expressing how hurt or pain they are in. Patient adds met with a rep to help adjust their setting in group c to be able to help with their pain in their back and leg. They are to try this setting are various set times, and it was helpful. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient (pt) asked what was the difference between the groups and programs on the controller as pt wanted to know which program was for what so they could better adjust stim. Pt said their settings now were so far off from what they said stimulation was, which pt had noticed for a year. Pt said as long as they were standing, group b worked good but as soon as they leaned over, stim would double. Pt said before, they were on a and all programs were the same intensity except for one that was .4 lower, but now one was .4 higher. Pt said sometimes stim worked well and sometimes wouldn't work at all, sometimes their right leg felt like it was going to fall off and some days felt fine on the same settings, and some days their lower back hurt and when their lower back hurt everything hurts. Pt wanted to know their specific programming so they knew what to change and didn't have to adjust everything. Pt mentioned they'd talked to their doctor who didn't know and talked to the reps as well. Patient services (pss) reviewed general info on groups, programs, and intensity and reviewed each pt's programming was specific to them. Pss reviewed role of pss and redirected to doctor/rep to check on pt's specific settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.